Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implant in the right eye, the patient developed z-syndrome due to fibrosis pushing the nasal haptic forward. Reportedly, the patient experienced sudden onset of blurry vision. A yag was performed on (B)(6) 2017 to removed fibrosis under nasal haptic. A second yag was performed on (B)(6) 2017 to remove more fibrosis under nasal and temporal haptic. However, the z-syndrome condition remained. Reportedly, the patient developed cystoid macular edema (cme) post operatively. The physician is monitoring the patient and considering more yag or iol exchange as treatment options.

Manufacturer narrative:
No additional information has been received. The device remains implanted in the patient; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on available information, the exact cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that the nasal haptic flattened out after three separate laser procedures at unknown dates; however, the temporal haptic was still slightly far posterior. Patient cme and vision are improving. Patient will be seen again in about 30 days.

Event description:
Additional information received indicated that the patient continues to improve. Nasal haptic is now slightly posterior and temporal haptic is posterior. Cme continues to improve.